Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual include a reference guide for both visual and tone alarms and associated causes and actions to take. There is a warning to keep a spare back up controller available at all times. If there is a controller failure, the controller should be switched to the back-up controller. The steps for exchange of devices are also outlined. One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via review of the controller log files, which revealed an occurrence of a controller fault alarm. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. The device was related to the reported event; however this event could not be duplicated at the bench level. There is no indication of any clinical/use factors contributing to the event. The most likely root cause of the failure is a leaky diode on the automatic power switch circuit of the controller, which likely contributed to the event. The manufacturer has opened an internal investigation to evaluate these types of events. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
The vad coordinator reported that the patient had continuous controller fault alarms that did not clear, lasting more than 10 minutes. The controller was exchanged due to apc failure noted in log files. It was reported that there were no effects on the patient; the patient did not have any clinical symptoms. The issue resolved with replacement of the controller. The patient was in the hospital and being transferred out of the ICU post implant when the event occurred.